Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and a morphology change which resulted in oversensing and two inappropriate shocks. The device was reprogrammed to secondary vector due to less noise. A revision procedure was subsequently performed and the electrode was successfully repositioned and the device was explanted and returned for testing. No additional adverse patient effects were reported.